Manufacturer narrative:
(B)(4). Batch # 589a18. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45d reload was received fully fired and with an opened package. Upon evaluation of the reload, the reload pan was noted to be damaged, no additional damage was noted. The condition of the returned reload is consistent with improper handling by an external cause. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.